Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be reproduced. The device was evaluated upon receipt. The reported issue was unconfirmed: unit is filling up and emptying properly. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill properly and was indication the unit was full, when turned off and on again, the device would say empty and then indicate it was full after only a small amount of water being sucked up. As per wo review on 11jan2023, it was noted that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill properly and was indication the unit was full, when turned off and on again, the device would say empty and then indicate it was full after only a small amount of water being sucked up. As per wo review on 11jan2023, it was noted that there was no patient involvement.